Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter had a slow flow and leakage from the septum and hub with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: it was reported that the catheter was with flow rate slow and leakage from the joint of the septum and the hub. The catheter was replaced immediately.

Event description:
It was reported that the catheter had a slow flow and leakage from the septum and hub with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: it was reported that the catheter was with flow rate slow and leakage from the joint of the septum and the hub. The catheter was replaced immediately.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8302677. Our records show that this is the only instance of a clogged device occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally occlusion and leakage testing of the submitted device was unable to detect any hindrance in the flow rate, or the presence of leakage in the device. Visual evaluation of the septum similarly found the component to free of any damage or other non-conformance's. Unfortunately based on these results, the root cause for this complaint could not be determined at the conclusion of our review.